Event description:
It was reported that the interconnect cable connection to the c-arm of the 9800 system is intermittent. It was noted that the system failed to produce x-rays during case. The interconnect cable had to be held in position to get system to operate. Case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.